Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging an issue with the test strip port on his one touch ultramini meter. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed to lfs on (B)(6) 2011. The patient mentioned that he was having issues with testing his blood glucose on his meter. He felt that the test strip port was not working, and claimed it was stiff inside and slightly bent. He claimed that the alleged issue with the meter began on (B)(6) 2011. He contacted his physician due to the alleged issue, and was advised to come into the office. He did not go to the office. On the evening of (B)(6) 2011 he went to bed and he did not show up at work the following day. His co-workers came to his house and had to wake him up. He self-treated with juice and food at 11:00am on the 21st. He then contacted his physician. It is unknown what advice the physician had given him. The patient claims that his blood glucose must have been low in the middle of night and that was why he did not wake up the following morning. He claims he was unable to test his blood glucose since the 15th due to the alleged issue with the meter. The patient claims he tests 175 times a week. Based on the initial call there was no misuse of the product and this was not the first time the patient was using the product. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether the patient continued to take his diabetes medication when he was unable to obtain a reading, and what advise the physician had given him. The complaint is being reported since the patient alleged that due to the alleged issue with the test strip port he was unable to test for a couple of days and later developed symptoms suggestive of a serious injury.